Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited an output rate lower than low rate setting. No changes or intervention was performed. The patient was in stable condition.